Manufacturer narrative:
H10: the field service engineer (fse) determined that primary alarm failure was caused by a failure of the speaker assembly. After replacing the speaker assembly, the device returned to normal operation and full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting a primary alarm failure on the v60 ventilator. The device was not in clinical use. There was no report of harm. The customer reported this issue occurred shortly after the power management (pm) printed circuit board assembly (pcba) was replaced. Investigation ongoing.